Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and in rear lock position with the anchor visible in the distal tip of sheath. A kink was also noted at the base of the sheath. Functional testing was performed to test device deployment by resetting the device to forward lock position, however, the anchor did not deploy from the assembly. The device was re-engaged to rear lock position and no damage was visible at the base of the carrier tube within the device sleeve. The components were separated, and a section of the carrier tube was found crumpled with visible signs of dried blood along the carrier tube. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the dsa procedure, the doctor inserted the angio-seal's sheath and locator into the blood vessel. However, when attempting to withdraw the sheath and locator, the angio-seal vip could not be anchored. Despite this, the patient remained in good condition, and the procedure was completed without the angio-seal. Additional information was received on 20 june 2024: hemostasis was achieved through manual compression. The procedure utilized a 6 fr sheath. There were no issues with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not conducted. There was no blood loss. However, when attempting to withdraw the sheath and locator, the angio-seal vip failed to anchor. The patient remained stable. No other medical products were used in conjunction with the angio-seal.